Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash from the device. It was reported to be located underneath the two side electrodes and was described as red, flaky sores. The patient was prescribed lotrimin fungus cream by a physician. Follow up indicated that rash has improved slightly.